Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assistance to reset the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any issues reappear.